Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old male patient in st-elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that after the pump was implanted, low pump flows were noted. Volume was given and the pump was repositioned. However, the pump flows did not improve. The impella was removed and replaced. No patient harm was reported.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella device was not returned for evaluation. Data logs confirmed the failure mode and clinical narrative. Logs showed after pump started for about 5 minutes, low flow occurred with motor current (mc) spiked that triggered auto suction response and suction alarms. This event remained to the rest of the case. Based on clinical description and data analysis, the root cause of low flow was most likely biomaterial ingestion. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk cpi states the following: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿